Event description:
The physician was six to eight inches in the colon when they lot the image. The physician decided to abort the procedure. There was no allegation of harm. Upon the hosp's inspection of the endoscope, they noticed water in the cap. The hosp attributed the image phenomenon to fluid invasion.